Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience hyperglycemia. Blood glucose level was 424 mg/dl. Customer reported insulin pump was off when they woke up in the morning. Customer reported battery failed alarm. Troubleshooting was performed. Customer stated that the contacts on the battery cap were not missing or damaged. Customer stated that the battery compartment was neither damaged nor corroded also the spring was neither damaged nor corroded. Customer did not receive battery failed alarm after changing battery. Customer reported they want to pair insulin pump with transmitter. Customer reported pairing was successful. It was unknown that whether the auto mode feature was active at the time of incident. The insulin pump will be returned for analysis.